Manufacturer narrative:
The field service engineer found a dripping rinse station and a dripping tube. He checked the vacuum tube and replaced a valve. The customer ran quality controls with acceptable results. The investigation determined the service actions performed resolved the issue. H3: na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the calcium assay on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 1.69 mmol/l and repeated as "approximately" 2.1 mmol/l. No questionable result was reported outside of the laboratory. The calcium reagent lot and expiration date were requested but not provided.